Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no related activity to the complaint in the pump history. There was no data from the date of the reported issue due to continued use of the pump. The pump settings confirmed the insulin on board (iob) was set for 2 hours. During testing, two 10 unit boluses were performed and the pump showed 20 units iob. After 2 hours, the pump showed 0 units iob. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump showed insulin on board (iob) after the three hours pump was set at. Troubleshooting confirmed iob duration is set at 3 hours. The patient has not bolused today therefore, unable to confirm the issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the insulin on board calculation issue.